Manufacturer narrative:
Manufacturing site unknown, listed as (B)(4) to meet mandatory required fields.bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that there was an increase in clotting while using an unknown bd edta product.